Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensot gave a reading of 80 when the blood glucose was 200 mg/dl, and that the insulin pump attempted to shut off at an inappropriate time. The customer also received a bad sensor alert. The blood glucose reading at that time was 90 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications.